Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reports performing revision surgery due to a broken stem. The patient was 61, male with an approx bmi of 30. The stem has only been in for 8 years and is a size 44 no4 with a 36 mm ceramic head on ceramic cup. This was revised and removed on (B)(6) 2018.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through a mar dated (B)(6) 2018. Visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2018. Images of the device are included in the mar. The returned device is shown and the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The implant was assumed to be for the right hip if subsequent information indicated the impact is for the left hip, the anterior and posterior references should be reversed. The anterior, posterior, medial and lateral surfaces of the stem are shown. Damages consistent with the cement-mantle breakdown and explantation processes were observed on the stem. The fracture surfaces associated with the proximal neck and distal tip of the stem are shown. A majority of both fracture surfaces were obscured by post-fracture abrasion. The proximal neck of the stem was analyzed under a scanning electron microscope (sem) for further evaluation. Sem analysis: sem images of the stem are shown and nothing could be learned of the fracture origin as it was obscured by post-fracture abrasion. Fatigue striations were observed on the fracture surface, indicating the device fractured in fatigue. Ductile dimple fracture morphologies were observed at the location of final fracture, indicating the final fracture occurred in ductile overload. Energy-dispersive spectroscopy (eds) analysis was performed on the stem. Elemental constituents included fe-cr-ni-mn-mo, which are consistent with astm f1586 alloy. Dimensional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Functional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. A material analysis has been performed. The report concluded: the stem fractured in fatigue with the final fracture occurring in ductile overload. Nothing could be learned of the fracture origin due to post fracture abrasion. Eds analysis showed the stem is consistent with an astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No medical records were received for review with a clinical consultant all devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The investigation concluded that the stem fractured in fatigue with the final fracture occurring in ductile overload. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reports performing revision surgery due to a broken stem. The patient was (B)(6) male with an approx bmi of 30. The stem has only been in for 8 years and is a size 44 no4 with a 36mm ceramic head on ceramic cup. This was revised and removed on (B)(6) 2018.